Event description:
It was reported that the customer had a high blood glucose of 400 mg/dl and received motor error and failed battery test alarms on the insulin pump. Troubleshooting was performed. After insertion of a new battery in the insulin pump, the customer did not receive another failed battery test alarm. Customer also reportedly received a no delivery alarm prior to receiving the motor error alarm. The insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Troubleshooting could not be performed for the no delivery alarm, due to the motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The insulin pump was unable to verify excessive no delivery alarm due to motor error alarm. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.